Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint aches"), back pain ("back pain"), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), amenorrhoea ("amenorrhea"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), weight increased ("weight gain") and tooth disorder ("dental issues"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed in 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, arthralgia, back pain, infection, dysmenorrhoea, vaginal haemorrhage, amenorrhoea, dysgeusia, migraine, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, amenorrhoea, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and adenocarcinoma of the cervix ("cervical cancer /adenocarcinoma of cervix") in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included multiple sclerosis since 2015, bipolar disorder since 2015, seizures since 2015, hsil since (B)(6) 2015, adenomyosis since (B)(6) 2015, endometrium cystic since (B)(6) 2015, enlargement ovary since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, benign ovarian cyst since (B)(6) 2015, cervix carcinoma stage 0 since (B)(6) 2015, cancer cachexia since (B)(6) 2015, multiple hemorrhagic sarcoma since (B)(6) 2015 and paratubal cyst since (B)(6) 2015. Concomitant products included albumin human since 2015, cetirizine hydrochloride since 2015, fluoxetine hydrochloride (prozac) from 2010 to 2012, fluticasone since 2015, lamotrigine since 2015, lithium from 2010 to 2012, montelukast sodium (monocast) since 2015, ocrelizumab (ocrevus) since 2015, salbutamol sulfate (proair hfa) since 2015, sertraline hydrochloride (zoloft) from 2010 to 2012, teriflunomide (aubagio) since 2015 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental issues / dental problems"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti, infection") and vulvovaginal mycotic infection ("infection (other) describe: yeast") and was found to have weight increased ("weight gain"). In 2011, the patient experienced abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("irregular vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"). On an unknown date, the patient was found to have adenocarcinoma of the cervix (seriousness criterion medically significant) and experienced arthralgia ("joint aches"), back pain ("back pain"), amenorrhoea ("amenorrhea"), migraine ("migraines"), urticaria ("hives"), rash ("rash"), acne ("acne") and the second episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (laparoscopicassisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dysgeusia, weight increased and vulvovaginal mycotic infection had resolved and the arthralgia, amenorrhoea, migraine, tooth disorder, urticaria, rash and acne outcome was unknown. The reporter considered abdominal pain, acne, adenocarcinoma of the cervix, amenorrhoea, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: approximate weight at the time of essure placement 160 lbs. Plaintiff did not recall if she underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: patient does not recall. Pathology test - on (B)(6) 2015: cervix shows a single focus of adenocarcinoma in situ. Multiple foci of adenomyosis, with benign secretory endometrium. Right ovary shows large, hemorrhagic luteal cysts in a background of benign ovarian parenchyma. Left ovary shows multiple peripheral functional cysts and benign ovarian parenchyma. Bilateral fallopian tubes show benign tubal epithelium with benign paratubal cysts. Smear cervix - on (B)(6) 2015: the patient had an abnormal pap smear that showed high grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and adenocarcinoma of the cervix ("cervical cancer /adenocarcinoma of cervix") in a female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included multiple sclerosis since 2015, bipolar disorder since 2015, seizures since 2015, hsil since (B)(6) 2015, adenomyosis since (B)(6) 2015, endometrium cystic since (B)(6) 2015, enlargement ovary since (B)(6) 2015, bleed in luteal cyst since (B)(6) 2015, benign ovarian cyst since (B)(6) 2015, cervix carcinoma stage 0 since (B)(6) 2015, cancer cachexia since (B)(6) 2015, multiple hemorrhagic sarcoma since (B)(6) 2015 and paratubal cyst since (B)(6) 2015. Concomitant products included cetirizine hydrochloride since 2015, fluoxetine hydrochloride (prozac) from 2010 to 2012, fluticasone since 2015, interferon beta-1a (rebif) since 2015, lamotrigine since 2015, lithium from 2010 to 2012, montelukast sodium (monocast) since 2015, ocrelizumab (ocrevus) since 2015, salbutamol sulfate (proair hfa) since 2015, sertraline hydrochloride (zoloft) from 2010 to 2012, teriflunomide (aubagio) since 2015 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced tooth disorder ("dental issues / dental problems"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti, infection") and vulvovaginal mycotic infection ("infection (other) describe: yeast") and was found to have weight increased ("weight gain"). In 2011, the patient experienced abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("irregular vaginal bleeding") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and dysgeusia ("allergic or hypersensitivity reaction type : metallic taste in mouth"). On an unknown date, the patient was found to have adenocarcinoma of the cervix (seriousness criterion medically significant) and experienced arthralgia ("joint aches"), back pain ("back pain"), amenorrhoea ("amenorrhea"), migraine ("migraines"), urticaria ("hives"), rash ("rash"), acne ("acne") and the second episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dysgeusia, weight increased and vulvovaginal mycotic infection had resolved and the arthralgia, amenorrhoea, migraine, tooth disorder, urticaria, rash and acne outcome was unknown. The reporter considered abdominal pain, acne, adenocarcinoma of the cervix, amenorrhoea, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: approximate weight at the time of essure placement 160 lbs. Plaintiff did not recall if she underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: patient does not recall. Pathology test - on (B)(6) 2015: cervix shows a single focus of adenocarcinoma in situ. Multiple foci of adenomyosis, with benign secretory endometrium. Right ovary shows large, hemorrhagic luteal cysts in a background of benign ovarian parenchyma. Left ovary shows multiple peripheral functional cysts and benign ovarian parenchyma. Bilateral fallopian tubes show benign tubal epithelium with benign paratubal cysts. Smear cervix - on (B)(6) 2015: the patient had an abnormal pap smear that shewed high grade squamous intraepithelial lesion. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs and mr received : lot number added. Patient information was added. New events added - cervical cancer /adenocarcinoma of cervix, menorrhagia, metallic taste in mouth, hives, rash, acne, uti and infection (other) describe: yeast. Event outcome of abnormal bleeding, allergic reaction, dysmenorrhea, uti, yeast, pain, dyspareunia and weight gain. Medical histories, concomitant drugs and lab tests were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.